Manufacturer narrative:
The provided calibration and qc data did indicate a general reagent issue. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The previous supplemental stated the provided calibration and qc data did indicate a general reagent issue. This statement should read the provided calibration and qc data did not indicate a general reagent issue.

Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained of a questionable elecsys troponin t hs (tnths) result for 1 patient sample tested on cobas 8000 e 801 module. The initial tnths result was 58.6 ng/l the initial result was released outside of the laboratory but was questioned by the doctor who requested the sample to be tested again. The repeat tnths result was < 3.00 ng/l with a data flag. There was no allegation of an adverse event. The tnths reagent lot was 305652 with an expiration date that was requested but not provided. The ambient conditions in the laboratory were 21.7 degrees celsius and 36% humidity. The samples were aliquoted by a modular pre-analytical system. The investigation is currently ongoing.